Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: ¿failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Adverse events: ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Instructions for use: ¿juvéderm voluma® xc injectable gel is a crosslinked, robust, injectable gel formulation, injected using a 27g ½" or 25g 1" needle to volumize and contour the cheek for correction of mid-face volume deficit. ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. ¿after insertion of the needle, and just before injection, the plunger rod should be withdrawn slightly to aspirate and verify the needle is not intravascular. ¿tunneling, fanning, serial puncture, crosshatching, and ferning techniques may be used with juvéderm voluma® xc to achieve optimal results. Injection may be administered in an antegrade or retrograde fashion. Inject juvéderm voluma® xc while applying even pressure on the plunger rod and slowly moving the needle in the subcutaneous or submuscular/supraperiosteal plane. How supplied: ¿juvéderm voluma® xc injectable gel is supplied in individual treatment syringes with needles as indicated on the carton. Juvéderm voluma® xc can be injected with either a 27g ½" or a 25g 1" needle. The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Health professional reported that ¿while injecting the syringe cracked where the needle is screwed on and the product was lost¿ for 2 syringes of juvéderm voluma® xc.

Manufacturer narrative:
Empty syringe of 1.0 ml received without cap, one unused needle in an opened voluma xc blister. A crack is observed at the 3 mm luer lock level, a plastic part is missing. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported that ¿while injecting the syringe cracked where the needle is screwed on and the product was lost¿ for 2 syringes of juvederm voluma xc.